Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that will not power on.no patient involvement

Manufacturer narrative:
This event was addressed by the customer's technician - no on-site evaluation was performed. The facility's contact reported that a wiring harness and 2nd generation power supply were replaced in an effort to address and correct the reported condition. The customer initially had concern over the observation that the device would still intermittently not power on, but it was simply determined that the device was not plugged in - after plugging in the device, the device has been reported to pass all testing after two days of inspection. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.